Event description:
The customer advised a mindray rep that while the unit was in use on a rolling stand during rounds, it caught fire. A fire extinguisher was used to extinguish the fire. No patient or operator injury was reported.

Manufacturer narrative:
The fire was confirmed by mindray engineering to have originated from the battery pack. Due to the damage caused by the fire, it could not be determined which cell, or cells, within the battery pack had failed first. The remains of the battery pack were returned to the battery pack supplier for further analysis. Although they were unable to identify the exact MFR date or history of the pack due to the damage sustained, they determined that the cells used in the pack were lg cells. They have not seen a trend associated with this failure mode ((B)(4)). Therefore, the failure is considered a random event associated with the use of lithium battery technology.